Event description:
It was reported that the patient presented with noise problem on the right ventricular (rv) lead. No interventions were reported. No patient status was reported.

Event description:
New information notes that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited noise. No intervention was performed. No patient consequences.